Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient was unable to set ipg to MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event for inability to set ipg in MRI mode was not confirmed. Visual inspection of the ipg did not identify any anomalies. The ipg communicated and charged normally with lab standard equipment. The ipg was functionally tested and passed all testing. The ipg displayed normal impedances and entered into MRI mode with no issues. The DHR review has determined that manufacturing completed all steps correctly and there were no errors in the production of the product.